Event description:
The nurse reported that the phaco tip broke off into the pt's eye during a cataract case. The surgeon was able to remove the broken tip. The nurse stated there was bleeding and increased pressure in the eye. The case was aborted, and the iol was not implanted due to high pressure. The wound was sutured. The pt was followed by the surgeon in the office daily for a few days. The nurse stated they do not re-use phaco tips. The tip is not available for eval.

Manufacturer narrative:
No sample returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable info becomes available.